Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 60 mg/dl and went up to 512 mg/dl. Her stomach was not feeling good and was not getting a lot of sleep. The customer took 3.9 units of insulin via a bolus using her insulin pump. The high pressure test and self-test passed. The infusion set leaked. The device was not returned.